Event description:
After a failed cross attempt, the stent was stripped off of the stent delivery system (sds) by the guiding catheter inside the left sfa. A snare device was used to remove the dislodged stent from the patient. No other procedural of patient information was available.